Event description:
A customer reported to baxter healthcare a one-link needle-free IV connector in which a no flow was detected. Reportedly the one-link connector was being used with an unspecified power injector. Per the report, there was patient involvement; however, there was no patient injury. No further information is available at this time.

Manufacturer narrative:
(B)(4). Additional information:the sample was discarded and is not available for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be completed as the lot number was not provided by the customer. If additional information becomes available, a follow-up report will be submitted.